Event description:
Pt reported that the voicemate system generated a blood glucose result of 900 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi". Pt stated that therapy was not modified based on this value. No pt injury was reported and no treatment was received. Pt did not provide the location where the unexpected result was obtained. While on the line with technical support, pt was unable to locate the value of 900 mg/dl in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.